Event description:
Reportedly, when performing detection test, the synergy programmer software has stopped working inmediately. On/off power button broken.

Manufacturer narrative:
Upon receipt, the reported issue could not be reproduced. The returned tablet was tested, and no abnormalities were observed during the interrogation. The files were extracted, and an r&d analysis is required to identify the root cause. After the r&d analysis, the tablet will be sent to the repair center to follow the standard repair process and repair the on/off button.

Event description:
Reportedly, when performing detection test, the synergy programmer software has stopped working immediately.

Event description:
Reportedly, when performing detection test, the synergy programmer software has stopped working immediately.

Manufacturer narrative:
Upon reception of the subject tablet, the reported issue was not confirmed. It was possible to interrogate different implantable medical devices (alizea, eno, platinium, reply) without any interruption, and no abnormalities were observed. According to the provided files, three devices were interrogated on december 25, 2025: 11:52:27 ¿ reply 200 dr (s/n (B)(6)), 12:50:56 ¿ oto dr (s/n (B)(6)), 13:10:56 ¿ kora 250 dr (s/n (B)(6)). The first interrogation at 11:52 did not end properly. The user did not end the session, and the programmer stopped during the real-time test. The user then navigated to the assistant page to perform a follow-up test. After this test, the programmer crashed. After that, the two subsequent interrogations were completed successfully. R&d analysis confirmed the reported programmer crash occurred during aida reading or real-time tests. The reported behavior is most likely related to a known issue with golcontrol and/or thread management. If the reported issue occurs again, re-interrogation or restarting the tablet should resolve the problem. The smarttouch tablet followed the standard repair procedure and was sent to the field. This case is retained and utilized for trend purposes.